Event description:
Vns patient was experiencing hoarseness 75% of the time. The patient reportedly had slight voice change with stimulation just after implant, but had gotten better before the patient went to camp. Upon return from camp, the patient's mother noticed the hoarseness. The patient was seen by treating neurologist about the hoarseness at which time device pulse width setting was reduced from 500 sec to 250 sec. The patient's mother plans to discuss possibility of ent evaluation with treating neurologist. Investigation to date has been unable to determine whether or not the patient has vocal cord paralysis.